Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement the lead was capped due to a capture anomaly.